Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2021-01633. Initial reporter: occupation - non-healthcare professional. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced in this initial medwatch report. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava perforation, tilt, leg discoloration/knotting, blood pooling. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported leg discoloration/knotting, blood pooling are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received a cook tulip implant on (B)(6) 2010 due to deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, and organ perforation. The patient further alleges "both legs are discolored / knotted due to blood pooling." Report from CT (computed tomography): "there is an ivc filter in place. It is located approximately a centimeter distal to the lowest renal vein located on the left side. The prongs of the filter are projecting outside of the lumen of the ivc. The l2:00 prongs is located adjacent to the posterior wall of the fourth portion of the duodenum approximately 4 mm from the wall of the ivc. The prongs at the 9:00 position are projecting adjacent to a small vein, likely the gonadal vein on the right side, approximately 3 mm from the wall of the ivc. The 6:00 prongs is located in the fat in between the vertebral body and ivc extending for approximately 3 cm from the wall of the lvc. The 3:00 prongs is projecting next to the right lateral wall of the aorta approximately 3 to 4 mm from the wall of the lvc. It does not seem to be projecting inside of the aortic wall at this time. The filter is located approximately 6 cm above the ivc bifurcation."